Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the infusion set had no audible click that could be heard when attaching the infusion tubing into the connector of the infusion set. Caller reportedly noticed the transfer set was disconnected and insulin leaked. No adverse event was reported. Alleged device was requested to be returned for product evaluation.